Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient was taken to the hospital by emt on (B)(6) 2014 after her daughter called the paramedics due to patient's slurred speech and lack of coherence. Patient stated she was "unsure if she felt vibration or heard beeping from receiver during the incident." Per patient's doctor's prognosis, there was "an infection from her foot spreading throughout her body, and the patient had a high (880mg/dl) blood glucose level due to improper use of insulin." At the time of contact patient was in a rehabilitation facility.